Event description:
Information received from a patient reported that things weren't normal with their implantable neurostimulator (ins) and it wasn't stimulating right, so they got out their programmer and starting ¿messing¿ with their settings. The patient reported that their foot was burning really bad on the date of this report and that they knew something wasn't right and that they weren't on the right settings. The patient stated that they were supposed to be on group b. The patient was assisted in checking the ins status and stated that the device was turned on; they were on group b with stimulation at 2.20v. However, the patient¿s adaptive stimulation (as) wasn't turned on, so the patient was walked through on how to turn as back on. The patient verified that they saw the as icon, but stated that they couldn't see their ¿labels.¿ the patient described the ¿labels¿ as the screen that wasn't indicating if they were upright, lying down, etc. It was reviewed that as had been enabled and they weren't sure why the patient was unable to see the ¿labels.¿ the patient stated that they only had group a and group b. Additional information provided reported that the patient resolved the issue and earlier they weren't pressing the right buttons. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.